Manufacturer narrative:
The customer ordered the part for the new lid for replacement and declined the services of olympus field service engineer (fse) to do the repairs. The fse only replaced the switching valve to fix the drainage issue and e02 error. The device is not available for evaluation. Supplemental reports will be submitted when any information becomes available.

Event description:
As reported for this event, the device lid is cracked. There is no patient involvement and no harm reported to any patient. The device also had a draining issue.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility. The investigation is ongoing, when additional applicable information is identified, supplemental report(s) will be filed.

Event description:
Additional information was obtained from the customer on 20may2021. The user facility staff is trained and experienced in the use of the subject device. The facility did not submit a report to the FDA.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. - the lid is not cracked, broken, or otherwise damaged."